Event description:
The patient reported that there was something wrong with their ans 3851 programmer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).